Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the battery last less than 7 days, the buttons getting stuck requiring multiple presses to respond, and an unexplained no delivery alert. The customer reported no adverse event. The event involved products unomedical, mmt-1880l, and mmt-332a. Troubleshooting was not performed, and the issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for unomedical. The customer will discontinue using the device, and the customer response was that the device will be returned. Product return was requested for mmt-1880l. The customer will discontinue using the device, and the customer response was that the device will be returned. Product return was requested for mmt-332a. The customer will discontinue using the device, and the customer response was that the device will be returned.

Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All keypad button functioning properly noted. No delivery alarm during testing. No delivery alarm/insulin flow blocked alarm none found in the formatted history file on event date: the pump history file/traces download was successful using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump filtering not within valid range. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The p-cap/reservoir does lock properly. The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: no cosmetic damage found. Delivery anomaly-no delivery/occlusion alarm not confirmed, activation-keypad/button unresponsive not confirmed and power problem-charge/battery lasts less than expected not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.